Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Hurts-vagina [vulvovaginal pain] staying in my body-tampon [foreign body in reproductive tract] broken-tampon [device breakage] case narrative: consumer reported via phone that the tampon broke and stayed inside her body. No serious injury was reported.